Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There were no button error alarms noted. The pump was received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had a button error alarm. Customer stated that she got a brand new pump for 2 years and she received an error and had it replaced a few times. Customer stopped using it due to the button error. Customer went back to an older pump. Customer stated that it is humid where she wears it and it is in her shirt. Customer received a button error around (B)(6) 2013. Customer was waiting in the car and the pump started alarming. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.